Event description:
The complainant reported that the clinicians were performing a radiofrequency ablation (rfa) on the liver of a male patient (age and weight unknown). The size of the lesion was a little under 4.0 cm. The patient was administered pentazocaine for pain control during the procedure. During the rfa procedure, four patient return grounding pads, along with a leveen needle were used. The first ablation was performed at the distal lesion. The settings were started at 50 ohms/80 watts, with a maximum of 190 watts reached. The length of time for the first ablation was 19 minutes and 30 seconds. The second ablation was performed at the proximal lesion. The setting for this ablation was started at 45ohm/80w, with a maximum of 190 watts reached. The length of time for the second ablation was 24 minutes and 20 seconds. During this procedure, the patient was reported to have felt some pain at the high power output levels. After the procedure burns were noted. The patient was scheduled to have dermal grafts. Please reference previously filed medwatch report number 6000037-2007-00030 that documents the radiofrequency generator that was used during this event. In addition, please reference attached medwatch report numbers 3005099803-2008-4157, 3005099803-2008-2878 and 3005099803-2008-2879 which document the three other patient grounding pads used during this procedure.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant reported that the device was retained at the facility subsequent to use; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined.